Event description:
A report was received that the patient had infection at the pocket site. The patient's symptom was pus in the pocket site. The physician explanted patient's entire system. The physician does not think the infection was device or procedure related. The patient was given oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.